Event description:
(B)(4). Initial information received on (B)(4) 2018 and additional information received on 25-jun-2018 and 12-jul-2018: on (B)(6) 2018, the dentist reported the suspect device septoject 27g needle cannula separated from the hub while removing the needle (batch # f06634aa; expiration date: 2022-09). The dentist was performing a dental extraction on tooth #35 in a female patient (age not reported) presenting with necrotic tooth #35. The needle of the suspect device stayed behind as the dentist was withdrawing the needle from patient's tissue while a left ian block was attempted. The disconnected needle had to be retrieved with cotton pliers by the dentist. The treatment site was reported infected. No concurrent products were administered to the patient. The dental procedure reportedly could not be performed as intended. The patient was not hospitalized. Samples are expected to be returned for quality investigation. Follow-up #1 information received on 12-jul-2018: patient initials and gender, medical history and reason for dental treatment; condition of treatment site, concurrent medication information, type of injection performed and intervention performed by dentist were provided. Causality assessment initially performed on 03-jul-2018 on initial information received on (B)(4) 2018 and additional information received on 25-jun-2018. Case re-evaluated on 16-jul-2018 on additional information received on 12-jul-2018: seriousness: serious (medical intervention required for pt: foreign body in gastrointestinal tract). Listedness/expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected ca/us. Needle issue: unlisted EU, unexpected ca/us; causality: latency - suggestive; recognized association - no; analysis: in this case, the cannula of the needle has detached from the hub at the end of injection for left ian block when needle was removed. Quality investigation is ongoing; at the time of this report, information are not sufficient to allow a causality assessment. Pending the results of quality control, the case report was considered as not assessable. Concluded causality who: not assessable.

Event description:
Additional information -- quality investigation results received by septodont on 03-oct-2018: returned samples were received by fabricator on (B)(6) 2018. Given the expiry date of the needle viewed on the video provided by the reporting dentist, the batch involved seems to be f06634aa rather than f06762aa but both batches were tested as samples from both batches were returned for evaluation. This is the first product quality concern of this nature ever received for both reported batches. Routine tests carried out during product assembly and the review of the batch records do not evidence any deviation or event that could explain the reported problem. The tests performed on the returned and reserve samples for present investigation also did not evidence any product deficiency. Additionally, all needles are subject to pull tests on the assembly line to check the behavior of the needle cannula on the hub which allows detection this type of defect during the manufacturing process. Based on the investigation results performed by the manufacturer, the root cause of the reported product quality concern could not be identified. The only potential cause that cannot be ruled out during the quality investigation was the weakening of the glue point between the needle cannula and hub during injection. However, the manufacturer was unable to replicate the reported product quality concern using the different test parameters which can have an impact on the glue point resistance between the needle cannula and hub during the current investigation. As the root cause of the reported product quality concern cannot be identified, it is recommended for the device user to observe the instructions for use leaflet before using the device. No further information is expected. Causality re-evaluated on (B)(6) 2018 on additional information received on 03-oct-2018: a. Seriousness: serious (medical intervention required for pt: foreign body in gastrointestinal tract). B. Listedness/expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected ca/us. Needle issue: unlisted EU, unexpected ca/us; c. Causality. A) latency - suggestive. B) recognized association - no. C) analysis: in this case, the cannula of the needle has detached from the hub at the end of injection for left ian block when needle was removed. Although tests performed on the returned and reserve samples for investigation did not evidence any product deficiency, the device batch quality defect causality was not excluded after quality investigation considering potential weakening of the glue point during injection. However device mishandling also remained a possible cause of incident. This report does not contain enough information to allow definitive causality assessment as the available data remained not conclusive, and was considered as not assessable. D) dechallenge: na. E) rechallenge: na. Concluded causality who: not assessable.

Manufacturer narrative:
No abnormality was recorded on the affected batches of glue and cannula. The affected batches of glue and cannula were delivered to fabricator with a certificate stating the compliance with the technical specifications. Furthermore, the batch records do not evidence any deviation during the manufacturing process of both batches. Controls carried out and recorded during production did not evidence any abnormality. Given the expiry date of the needle viewed on the video, the batch involved seems to be f06634aa rather than f06762aa but both batches were tested as samples from both batches were received for evaluation. The video received shows that glue is present on the cannula and that it remains on the cannula when the cannula is pulled by hand by the dentist. A) inspection of the glue point on the needles: 100 needles from retained samples from each batch, as well as the 80 needles returned, were examined to the naked eye in order to check the glue point. The 280 needles examined show sufficient quantity of glue - 175 needles from batch f06634aa and 105 needles from batch f06762aa. B) dynamometer tests: 50 needles returned from batch f06634aa and 5 needles returned added to 45 needles from the reserve samples of batch f06762aa were submitted to a pull test with a dynamometer to check the behavior of the cannula on the hub. All the values recorded during the test are higher than the minimum value defined by the iso 7885 standard "dentistry - sterile injection needles for single use" for holding of the cannula on the hub at the glue point (>22 n). Final comments from the manufacturer: given the video received with the needle in question, the reported issue is not due to an absence of glue as the glue point is visible on the video. Routine tests during product assembling and the review of the batch records do not evidence any deviation or event that could explain the reported problem. The tests performed on the returned and reserve samples for present investigation did not evidence any product deficiency. Pull tests are carried out on 100% products on the assembly line and allow to detection of this defect type. This conclusion is confirmed by the low occurrence of the defect to date on the two batches involved, since no other complaint was received on both batches, out of 256,000 needles sold for batch f06634aa and 102,700 needles sold for batch f06762aa. The root cause of the issue could not be identified during investigation. The only potential cause not set aside might be the weakening of the glue point during injection. The tests performed by the fabricator could not replicate the reported defect. It is recommended for the device user to observe the instructions for use leaflet before using the device.